Event description:
Rep called technical service in 2003, he could not interrogate this device. At that time company tried to re-initialize the device. In august 2003 troubleshooting and reset were attempted. In aug 2003 the patient went to the hospital and at that time the pacemaker was pacing at 145 bpm. By placing a magnet the rate would slow down to a rate of 90. Based on the patients other medical conditions, the physician will keep the device in at this time.